Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge septum was leaking. Customer removed and loaded a new cartridge to resolve the issue. Customer's blood glucose was within range (value not provided).